Event description:
It was reported that the customer went to the emergency room on (B)(6) 2025 and was later admitted to the intensive care unit with an elevated blood glucose level of 900-994 mg/dl. Elevated blood glucose level caused customer to have multiple seizures, lose consciousness, and have a heart attack. Customer was treated with intravenous fluids of saline and insulin. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage.